Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: error e105. The cable connected to led [light-emitting diode] was defective. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of error e05 was presumed to have been due to failure of the cable connected to the led. A further cause of the cable failure could not be specified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that error e105 appeared, rendering the video system center equipment inoperative. The issue occurred during preparation for use for a diagnostic retrograde endoscopic cholangiopancreatography (cpre). The delay was not recorded and the patient was under anesthesia. The procedure was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.